Event description:
It was reported that during reprocessing found the connecting tube had broken connector. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. The device evaluation found both lock levers were broken off. Based on the results of the investigation, it is likely that the locking lever of the cleaning tube was damaged by an external load, making it impossible to connect. An external load on the wash tube may be caused by applying force in the wrong direction. However, a root cause of the reported issue could not be identified. The event can be detected by performing following inspections per instructions for use: 9 preparation and inspection: 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.